Event description:
The arthrex multifire scorpion needle tip broke off in the patient during shoulder arthroscopy. The tip was removed successfully. The needle and tip were examined by the surgeon and found to be complete.